Manufacturer narrative:
Additional information received noted that this lead was explanted, replaced, and will not be returned.

Event description:
Boston scientific received information that during a follow up it was noted that the right ventricular pacing impedances were low out of range. When right arm movements were performed it was possible to reproduce out of range measurements, while all other values were within normal range. A few days later a radiological exam was performed which revealed that the insulation was damaged on the top of the proximal coil. A replacement procedure of this right ventricular lead was planned. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.